Event description:
On 12/19/90 rptr had industrial accident resulting in disabling injury. Rptr had four back surgeries. On the third surgery, 11/1/91 rptr had a pedicle screw and plate implanted in his spine. No improvement was obtained. The screw from the procedure broke and still to this date neither the MFR nor the drs have told him. Rptr knows the difference between the pain and discomfort prior to the day he felt something snap and after. He mentioned this to the drs. Since that day the pain is much more intense. He is on constant pain medication, lortab, elevil and librium.info submitted as follow-up 3/27/95: an orthopedic surgeon removed the broken screws. He is left with nerve damage.